Event description:
It was reported that the patient was experiencing inadequate pain relief and unwanted stimulation in the abdomen. The patient underwent an explant procedure wherein one lead was removed.

Event description:
It was reported that the patient was experiencing inadequate pain relief and unwanted stimulation in the abdomen. The patient underwent an explant procedure wherein one lead was removed. Additional information received that the patient was doing well postoperatively, and the explanted lead was not returned.